Event description:
Cardinal health surgical clipper head was not fitting properly during use which caused superficial skin injuries to the patient on one area of the leg. FDA safety report ID# (B)(4).